Event description:
A malfunction was reported on the pump, identified by malfunction code 16, with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump. The customer would use multiple daily injections as backup therapy to ensure continual insulin delivery.